Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely an infection at the implant site, most likely initiated by the reported middle ear infection, and finally leading to extrusion of the implant. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. This is a final report.

Event description:
Additional information received stated that the surgical wound healed completely after implantation. However, the patient developed an acute otitis media post-operatively with subsequent tympanic membrane perforation and surgical repair. The patient then presented with post-auricular drainage and was unable wear the audio processor due to pain and drainage, which could not be resolved despite antibiotic treatment.

Event description:
It was reported that the patient was explanted of the device due to extrusion of the internal device through the skin. The device was completely exposed. Due to the infection the patient was not re-implanted during the same surgical procedure.